Event description:
It was reported that the customer's insulin pump had a cracked display screen. Customer's blood glucose level at the time 94mg/dl. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, minor scratches on lcd window, and scratched reservoir tube window. During visual inspection shows the damage to lcd window is a scratch not a crack as reported by customer.